Event description:
On (B)(6) 2012, tenxor operation was performed. When the surgeon tried to insert the second apex pin, the pin stopped on the way and could not be released from the guide. After that he inserted other pin by freehand and continued the operation. He did not predrilled while using power tool.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Additional device: (B)(4) self-drilling half pin apex 5 mm, 150 x 40 mm, lot number z15147.